Event description:
It was reported that the implantable cardioverter defibrillator (ICD) incorrectly measured battery voltage. The device was explanted and replaced. Additionally, the left ventricular (lv) lead was capped and replaced due to dislodgement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).